Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-01264. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention during which one lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead was replaced so both are being reported.